Manufacturer narrative:
Upon investigation of this incident, it was reported that the patient orders were not updated with the new patients. A technical support specialist stated that the customer had confirmed the issue was resolved. The system functioned as intended after the issue was resolved. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient orders were not updated with the new patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.